Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker had no radio frequency (rf) telemetry as the pacemaker stopped connecting to the monitor. Programming changes were made in clinic and the rf telemetry was restored. The patient was in stable condition throughout.